Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the additional malfunction of the plastic distal end cover being burned was traced to a component failure. The cause of the foreign material could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during device evaluation, the gastrointestinal videoscope exhibited a burned plastic distal end cover and foreign material in the air water channel and cylinder. There was no patient involvement.